Manufacturer narrative:
The insulin pump passed the displacement test. However, the device had a compromised force sensor system during the basic occlusion test due to slightly loose drive support disk. The device was received with minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads and broken belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was 90 mg/dl. Customer stated that while inserting a new reservoir they received the alarm. Troubleshooting for the prime rewind was performed. Customer advised they had dropped the insulin pump prior to the alarm occurring. Customer advised it fell on a rug while they were attempting to fill the cannula. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.